Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at approximately 2 pm. The patient reported blood glucose results of "453, 540 and 169 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged meter issue. Approximately four hours after the alleged issue began the patient claimed she became shaky. It is not known if the patient tested prior to the onset of her symptom or during. It is also not known if the patient tested her blood glucose with another device. The patient, however, denied receiving any treatment as a result of the alleged issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.